Event description:
It was reported that the pump touch screen was dark and would not turn on. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.